Manufacturer narrative:
This report is being submitted for correction. Event date (b3) updated.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. There were few additional findings. Due to a cut on heat shrinking tube of lock engagement lever (forceps elevator (fe) lever), expected insulation capacity could not be obtained. Due to wear of fe lever, u/d (up/down) knob cannot be locked securely. Switch had a cut and switch box was deformed. Grip had a scratch. The paint on the air/water and suction cylinder was peeled. The suction cylinder was shaved. The elevator channel plug was shaved and the elevator channel plug (t-nut) was loose. The control section cover plate was unclear and had a crack. Control unit was deformed. Due to deformation of suction connector, water tightness was lost. Because guide pin of electrical connector is shaved, water tightness is lost. Acoustic lens was peeled. Distal end had a scratch. Adhesive around objective lens was worn out. Adhesive on the bending section cover was chipped. Due to deformation of bending tube, connection between bending section and connecting tube was not secured. Connecting tube had buckling, was wrinkled and the coating was peeled. Due to wear of knob wire, forceps elevator had a play. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Due to wear of angle wire, bending angle in the right direction does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the angle wire inside the control unit of the gastrovideoscope was torn. The device was returned and a device evaluation revealed, the acoustic lens had a scratch which reached to the glue-layer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the acoustic lens had a scratch reaching the glue-layer and the acoustic lens was peeled because of physical stress. It has been over 11 years since the subject device was manufactured. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: "do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result." Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information regarding the initial complaint: the angle wire was found torn during an endoscopic ultrasonography procedure. The procedure was successfully completed with same device. There was no clinically relevant prolongation of the examination; there was no deterioration of the patient's health status.